Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 34 mg/dl; cause of bg not known. Customer attempted to address bg by consuming carbohydrates. Customer was treated with dextrose and juice to address the bg. Customer was discharged (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.